Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6), a non-penumbra sheath and guidewire. During the procedure, the physician experienced resistance while attempting to advance the cat6 over the guidewire prior to being introduced into the sheath. Subsequently, the distal tip of the cat6 kinked; therefore, the cat6 was removed. The procedure was completed using a non-penumbra peripheral thrombectomy system . There was no report of an adverse effect to the patient.